Event description:
I just purchased a brand new I believe american made table top humidifier for my sinuses. I have an electronic device that measures pm5 and pm10. I filled up the humidifier with water turned it on because this happened last year with the new purchase. The numbers went off the chart. 999.99 "hazardous air" this has to be in the production of these plastic water vessels. I took a video with the electronic device I took pictures. This is so unhealthy for humans. Last year I purchased another different company they're all the same. So people with respiratory issues or young babies. Are all getting doses of chemicals from these tabletop humidifiers. I took a video of the numbers going up once I turn the system on if you have a way of having that email to you I'm all happy and doing that. I will send some photos of my normal numbers in the home and then when the machines turned on. Something has to be done about this. This is a consumer hazard that people have no idea. The makers of these devices must know the chemicals that go into these plastic vessels that hold water? I will contact many agencies with this information. Regards. I just had a sinus problem all week, so I ordered a humidifier in my dry winter home. FDA safety report ID# (B)(4).